Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance was between 101 and 108 ohms several months ago. More recently, however; the shock impedance ranged from 120 to 130 ohms. There was no noise present on the rv rate/sense channel or the shock channel. Technical services discussed possible causes for the increase in shock impedance and provided troubleshooting options. Additional information was received that, during the most recent follow-up, a significant amount of noise was present on the rv channel. The root cause for the clinical observations was not determined. The patient and physician agreed, given the patient's age and frail condition, tachy therapy should be programmed off rather than risk inappropriate shocks. Therefore, all tachy therapy was programmed off. No further actions were taken, this rv lead remains in service and there were no adverse patient effects reported.